Event description:
Dexcom g7 glucose sensor failed before expiry date. Connected to tandem insulin pump for automatic treatment decisions. Have had 4 sensors fail out of the last 6. Potential manufacturing issue. Pt code: 4582. Device code: 2588. Ref reports: mw5177578, mw5177579, mw5177580.